Manufacturer narrative:
The device has not been returned to MFR at time of this report. Evaluation method - DHR review performed. Mfg processes reviewed. Results - DHR review showed no issues with this lot #. No changes in mfg processes were found. Conclusions - no corrective actions will be taken at this time. Sample was produced before corrective actions were implemented. Actions were documented in CAPA (B) (4) and were completed in may 2009.

Event description:
The event is reported as: the stapler blocked. No further info available at this time. No pt injury reported.